Event description:
It was reported that the patient complained of decreased energy since implant. The left ventricular lead was turned off. The patient would be monitored.

Manufacturer narrative:
Left ventricular lead turned off.